Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: left-mentor memorygel, 375cc silicone breast implants, catalog number 3507375bc serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 375cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3507385mc, serial number (B)(4), and right replaced with catalog number 3507385mc serial number (B)(4) on (B)(6) 2019.